Event description:
The customer reported the apexpro telemetry server unexpectedly stopped working. The customer had an interruption of monitoring that lasted for 2.5 hours affecting eight pts. There was no alternate monitoring available. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.